Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up, down, and okay buttons had delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/29/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow keypad button was found to be intermittently unresponsive; the contrast keypad button was unresponsive. The down arrow and ok keypad buttons responded appropriately to button presses. The keypad cover was removed and the contrast button contact was found to be misaligned. There was evidence of contamination found under the up arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked extending from the threads to the case seal. Also unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.